Event description:
A reporter stated that a tracheostomy tube that was put in 3 days ago is pinching on her esophagus when she lies down. The tracheostomy tube was in a pool of blood. She said when she was trying to change she found out that the cannula is longer than the tracheostomy tube. She also said the cannula is very sharp. She has 3 sets and all of them are shorter than the inner cannula. She went on to say that the cannula can pinch the artery in the esophagus and could lead someone to death. She stated that her doctor is on vacation and the ER people did not know anything about it. The reporter said that she has been having tracheostomy tube for over a year.